Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report high blood glucose levels. The customer reported a delivery anomaly; the customer thought the device was under delivering. The customer's blood glucose level was ranged from 593 to 600 mg/dl. The customer's symptoms included heavy legs. The customer checked the alarm history and found a low reservoir alert and a no delivery alarm. The customer performed the displacement test and it passed. The customer did not feel comfortable with the device and was sent a replacement. The customer was also sent tubing clamps to perform the high pressure test. The customer was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.no excessive no delivery alarm noted. The excessive no delivery alarm functioning properly. The insulin pump was programmed with multiple low reservoir alarms and all alarmed properly. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. However, the insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.